Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Post-implant, mild paravalvular leak (pvl) was noted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon; 24 hours later the post-bav, trace pvl was noted. The patient was discharged.

Manufacturer narrative:
An event of perivalvular leak (pvl) was reported. Possible causes for pvl include sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from field indicated that a during the procedure, the valve was able to be implanted at a depth of 4 mm on the non-coronary cusp (ncc) and left-coronary cusp (lcc). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported pvl could not be conclusively determined. A cause for the reported aortic regurgitation could not be conclusively determined. The reported unexpected medical intervention is the result of case-specific circumstances, as post-implant valvuloplasty was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.